Event description:
During the surgery on (B)(6) 2013, to repair a radial fracture using the radfx system, the surgeon was unable to lock the 14mm locking plate screw (part number 28.25.014) or the 16mm locking plate screw (part number 28.25.016) into the radial head plate (part number 501 009240). The tip of the 2.0 drill bit (part number 502 015206) broke off inside the pt's bone when the surgeon drilled to place the third screw. The plate had to be removed completely to remove the broken drill bit. The surgeon then used the mini compression screws to complete the surgery and tried to measure the depth with the depth gauge (part number 503 004262) and could not get an accurate reading. He had to use a finger drill with a micro drill to complete the surgery. The surgery time was increased by 2 hours.